Event description:
The pt states that the incident happened approx two weeks ago. The pt tested his blood glucose on suspect device and was 278 mg/dl. He took his insulin on a sliding scale based off of the suspect device reading and 30 minutes later passed out. The paramedics were called and he was treated for low blood sugar at home.